Manufacturer narrative:
(B)(4). In the event this device is returned to the manufacturer, no analysis will be performed as the event cannot be confirm via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2; reference MFR report#1627487-2017-05111. The patient reported the scs system did not provide effective pain relief. Reportedly. A lead migration was confirmed. As a result, surgical intervention was undertaken during which time the physician opted to replace the entire system.

Event description:
Device 2 of 2, reference MFR report#1627487-2017-00511. Follow-up identified postoperative programming was successfully completed and to the patients' satisfaction. The issue is resolved.